Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the manufacturer representative (rep) called intraoperatively to report that they were seeing high impedances on all contacts. Technical services had the rep re-run impedance tests and change reference electrodes. Contact 0 and 7 had high impedances. The rep stated they were aware that contact 7 had high impedances. The rep was calling during interoperation so technical services would sent an email for the rest of the event information. No symptoms were reported. The event occurred on (B)(6) 2018. The ins was being replaced today and during interoperation high impedances were found on the new (replacement ins). No further complications were reported/anticipated.